Manufacturer narrative:
Device evaluation details: the device evaluation has been completed. The device was visually inspected and it was found in good conditions. During the second visual inspection, reddish material and a hole was observed in the pebax. Then, an electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint cannot be confirmed. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. Manufacturer¿s ref # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab has identified a hole on the pebax. It was reported that after mapping and right after transseptal puncture, pericardial effusion was confirmed by intracardiac echo (ice). Reminder of the procedure was aborted. No medical/surgical intervention was performed. It is unknown if extended hospitalization was required. Patient¿s outcome is unchanged. Physician¿s opinion regarding the cause of the adverse event is that it occurred due to transseptal puncture. No ablation was performed during the case. The reported patient event of pericardial effusion was reviewed and assessed as not serious and not MDR reportable since no medical/surgical intervention was required for treatment or prevention of permanent damage. On 7/3/2019, the thermocool® smart touch® sf bi-directional navigation catheter was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual analysis observed no visual damage or anomalies. On 7/15/2019, during a second visual analysis, a reddish material was visualized in the pebax of the thermocool® smart touch® sf bi-directional navigation catheter. Damage described as a ¿hole¿ was also found in the pebax area. These findings were reviewed and assessed as an MDR reportable malfunction for the ¿hole¿ found. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction on the thermocool® smart touch® sf bi-directional navigation catheter through visual analysis on 7/15/2019 and reassessed this complaint as MDR reportable.